Event description:
It was reported that the atrial lead exhibited low pacing impedance. The patient has been monitored in-clinic, and the physician had performed a unipolarity switch due to impedance below the limit. Subsequently, the atrial lead was capped and replaced on (B)(6) 2025, in addition to device generator change due to elective replacement indicator (eri) status. The patient had no consequences throughout the procedure.